Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/15/2023. A photographic was provided by the account. A photographic evaluation was conducted. Product information was observed in one photograph. Signs of clinical use and no evidence of blood was observed on the delivery device. The seal was observed to be in deployed state. There were no visual defects observed on the seal. An investigation was conducted on (B)(6) 2023. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact deployed aortic cutter. The tension spring assembly was observed in the delivery device. The seal was observed in a deployed open state. There were no visual defects observed on the intact seal. The white plunger was fully depressed and the blue safety lock off, which allows for the white plunger to be depressed. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the delivery device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal, no cracks or delamination was observed. Measurements of the delivery device were taken; the inner diameter was measured at 1.95 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000330169 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was loaded according to the IFU and shot the seal into the aorta. However, symptoms of seal shooting not working occurred , so they previously used the heartstring product at (B)(6) hospital. It was determined that the symptoms were the same (the seal was not shooting) . The delivery tube was removed, but the normal shooting was not achieved. The medical staff determined that this product was defective, so a new, identical product was used and applied to the patient. No procedural delay. There were no abnormalities in the patient's condition.

Manufacturer narrative:
Trackwise ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.